Manufacturer narrative:
Summarized patient outcomes/complications of trifecta were reported in a research article in a subject population with multiple co-morbidities including diabetes, chronic lung disease, cerebrovascular disease, peripheral artery disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, atrial fibrillation, prior pacemaker/defibrillator, native aortic disease (stenosis, regurgitation, endocarditis). Complications reported included surgical intervention (valve-in-valve, pacemaker), hospitalization, aortic stenosis, aortic regurgitation, stroke, myocardial infarction device stenosis, device regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature: article title "transcatheter aortic valve-in-valve implantation with newer generation evolut valve by size of failed bioprosthesis".

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "transcatheter aortic valve-in-valve implantation with newer generation evolut valve by size of failed bioprosthesis." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "transcatheter aortic valve-in-valve implantation with newer generation evolut valve by size of failed bioprosthesis", was reviewed. The article presented a retrospective, single center study that compared early and mid-term outcomes of valve-in-valve (viv) transcatheter aortic valve replacement (tavr) with newer generation self-expanding valves according to the size of the failed surgical bioprosthesis. Devices included in the study were carpenter-edwards perimount/magna, abbott epic, hancock ii, mitroflow, mosaic, abbott trifecta, ats 3f, freestyle, and prima. The article concluded viv-tavr for small bioprostheses was associated with worse early and mid-term outcomes compared with those for large bioprostheses. [The primary and corresponding author was yoshiyuki yamashita, 1department of cardiothoracic surgery research, lankenau institute for medical research, wynnewood, pennsylvania, USA, with corresponding email: yamashitay@mlhs.org]. The time frame of the study was from january 2018 to december 2022. A total of 91 patients were included in the study, of which 35 (38.5%) received an abbott device. The average age was 78 years and the majority gender was male. Comorbidities included diabetes, chronic lung disease, cerebrovascular disease, peripheral artery disease, prior percutaneous coronary intervention, prior coronary artery bypass graft, atrial fibrillation, prior pacemaker/difibrillator, native aortic disease (stenosis, regurgitation, endocarditis).